Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, a surgeon called an intuitive surgical (is) technical support engineer (tse) to report that the endoscope image was rotated 180°. The tse guided the caller to remove the endoscope, manually rotate it into the correct orientation, and press the trocar coupling button during reinsertion. This resolved the problem, allowing the surgery to continue as planned. The procedure was completed with no report of patient harm, adverse outcome or injury. No fragment fell into the patient. The issue caused a delay of less than 15 minutes. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: a partial renal resection was performed at the time of the incident. During the procedure, the image appeared reversed and the system arms experienced reverse control, although the endoscope did not move uncontrollably. A 30-degree endoscope was installed with its orientation set back to top, but the reporter was unsure if the desired orientation was confirmed. The user felt insecure about the image orientation indication on the interface. The endoscope and its adapter/base remained properly connected, with no damage noted. There was a possibility that the endoscope was manually rotated 180 degrees, potentially due to neglecting to realign it after cleaning. The issue was resolved after a service call by removing the endoscope, uncoupling and recoupling the arm, and pressing the button to relax abdominal wall tension, after which the procedure continued without further problems. No patient injury occurred as a result of the vision issue, and returning the endoscope for evaluation is possible if compensation for time is provided, though the user believes the endoscope was simply removed incorrectly.

Manufacturer narrative:
The reported event was addressed with phone support. The technical support engineer (tse) guided the caller to remove the endoscope, manually rotate it into the correct orientation, and press the trocar coupling button during reinsertion. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.